Event description:
It was reported that while placing a stent proximal to another stent resistance was felt while passing the delivery catheter through a bend in the rca. Significant push force was applied to the delivery catheter. The delivery catheter was removed through the guiding catheter and over the guide wire. The guide wire was kept distal to the lesion. Upon removal of the delivery catheter it was noted that the stent was missing. Another stent was used however, the push force applied resulted in stent loss. The pt's rca began to infarct in the ccu during recovery so the pt was sent to surgery. The surgeon located the stents in a bifurcation of the rca and bypassed the vessel at this point. The pt is reportedly doing well postoperatively. The product is being held at the hosp.